Event description:
It was reported that prior to a procedure it was noticed that there are spots in the packaging that may have compromised the sterility of the device. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
An investigation has not yet been completed for this event. A supplemental report will be submitted once the investigation is complete.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The returned device was received sealed in its original packaging. The device was inspected for a breach in the packaging and it was found that the package integrity was intact. Further inspection revealed that the material found on the device was consistent with materials use on the sss production line.

Event description:
It was reported that prior to a procedure it was noticed that there are spots in the packaging that may have compromised the sterility of the device. There was no patient involvement and no adverse consequences associated with this event.